Event description:
The customer observed a falsely elevated architect total hcg result for a patient. The following data was provided (customer¿s reference range 5 miu/ml = negative): sample ID (B)(6) initial result = 36.56 miu/ml, repeat = <1.2 miu/ml . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Patient identifier complete entry sample ID (B)(6). Phone complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Additional information: h4 - device mfg date. Service inspected the instrument, performed extensive troubleshooting, inspected the instrument and found that the sample probe and pipettor had crystals built up. Service replaced the arc, probe, syringe assy, and wash zone probe which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no subsequent issues had been reported related to false reactive results for isr64088. There were no contributing factors in the month prior to the complaint identified in-regards to the system. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe, syringe assy, and wash zone probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the arc, probe, syringe assy, and wash zone probe was identified.